Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 451mg/dl. The caller stated that the insulin pump has failed and he was told to request a replacement. The caller mentioned that the day before his glucose level was 155mg/dl, he bolused and ate breakfast; then he changed the infusion set and his blood glucose was 112mg/dl. Two hours later his glucose level increased. He bolused again and it was 350mg/dl, nauseous, vomiting, and had severe chest pain. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and found several low reservoir alarms. Assisted the customer to run the manual prime and the insulin did exit. The customer stated that all the settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.